Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data did not find any alarms related to the event. The total daily deliveries added up correctly and reflected the user¿s programmed basal settings. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. Bolus calculations by the pump matched those performed manually. The investigation was unable to verify or duplicate any malfunctions in bolus calculations.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. On an unspecified date, the patient¿s blood glucose reportedly was as low as 40 mg/dl with symptom of inability to concentrate and/or cognitive impairment and generally not feeling well. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy without any recent adjustments to the pump settings. Customer technical support reviewed the event with the reporter. It was reported that the patient tends to have low bgs and tests her bg several times a day because of this. No information was provided regarding the basal and bolus delivery history. Review of potential causes for bg excursion revealed that the patient was overriding dosages recommended by the bolus calculator feature. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the bolus calculator recommendation was overridden by the patient.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.